Manufacturer narrative:
Externalized conductors due to internal and external insulation abrasions were noted at 26.5-29.0cm from the distal end. Internal insulation abrasion was noted at 13.5-14.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that externalized conductors were observed under fluoroscopy. The lead was explanted. The patient was stable.